Manufacturer narrative:
Upon inspection of the device, the ccd camera was found to be defective. The ccd camera was replaced and the issue resolved.

Event description:
It was reported that when the scope was angulated left or right, all images would turn blue and no anatomy was visible when this occurred. There was no patient injury or other adverse health consequence.